Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a cartridge leaked after one day of use, leaving about 60 units of insulin remaining in the cartridge and a wet cartridge chamber; the patient replaced all infusion supplies due to hyperglycemia and then resumed therapy on the ilet after education to follow the user guide for cartridge fill and replacement. Symptoms included hyperglycemia with glucose up to 400 mg/dl and positive blood ketones at 4 mmol without additional acute symptoms. Outcomes included temporary loss of therapy effectiveness that required user intervention but no hospitalization or professional medical treatment. Investigation included collection of event details and attempts to obtain the affected component for evaluation. Investigation of this case revealed a reported cartridge leak associated with the insulin cartridge component, consistent with a failure of the fluid path that resulted in inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unknown due to inability to inspect the device.